Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. Specific blood glucose levels were not provided. The patient's controller is black and will not turn on. The patient did experience vomiting. The patient was treated with IV (intravenous) fluids and insulin. The patient was still in the ER (emergency room) at the time of the report. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.